Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient had an allergic reaction after using coag safe-t- pro lancet. Patient was treated with prednisone for hives and symptoms improved. Requested return of suspect system and replacement was sent.